Event description:
It was reported that there was a lead and implantable neurostimulator (ins) revision in (B)(6) 2010.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), implanted: 2007-(B)(6), product type lead, product ID neu_unknown_lead, serial# (B)(4), implanted: 2007-(B)(6), product type lead, product ID 7482a40, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 748240, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient. Product ID neu_unknown_lead, serial# (B)(4), implanted: 2007-(B)(6), product type lead, product ID neu_unknown_lead, serial# (B)(4), implanted: 2007-(B)(6), product type lead. (B)(4).